Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference: 3008452825-2023-00084. During the paroxysmal supraventricular tachycardia procedure, display issues with the catheter resulted in procedural delays. During the procedure, it was noted when the tacticath sensor enabled catheter was connected, the catheter did not display properly. The cable was checked and the ampere, the ensite dws, and the ensite amplifier were all power cycled with no resolution. The catheter was replaced, but since there was no improvement, the procedure was completed under fluoroscopy and with no adverse consequences to the patient.